Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 140 mg/dl. While troubleshooting, the customer explained that she had jumped into the pool with the insulin pump attached. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.